Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report an infusor in which the plunger was not working. There was a nondelivery that occurred. The event occurred during programming/set-up in anesthesia. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample receipt date was inadvertently omitted from the initial medwatch. Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a defective pusher block. The pusher block assembly has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.